Event description:
Acct. Reports while a nurse was drawing blood from a central line, the injection site "came apart" and the septum inverted. This incident caused blood to spray in the nurse's face. Incident occurred on bone marrow unit. Sample available, but acct. Will not release it until it is cleared thru risk mgmt.